Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type(s) were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -7.0/2.5/067 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The lens was replaced with a shorter length lens due to significant reduction of irido-corneal angles and excessive vault on (B)(6) 2022. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Corrected data: health effect- clinical code: 4581- significant reduction of iridocorneal angles. Claim# (B)(4).